Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited discrepancy between the rv pacing and lv pacing, which was no effective led to loss of capture on the right ventricular (rv) lead. This discrepancy was attributed to the biv trigger algorithm, which increments pacing counters without confirming capture. The physician increased the lower rate limit, improving biventricular pacing. Currently, this product remains in service and no adverse patient effects were reported.